Event description:
Not possible to launch the last stent and tip of the endostent. The physician had to open the abdomen. Pt outcome was not provided by reporter.

Manufacturer narrative:
Add'l surgical procedure is not listed in the instructions for use. Difficult to deploy is not specifically listed in the instructions for use. Event is still under investigation.